Manufacturer narrative:
Sections with additional information as of 08-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-0 error code. Nurse is calling on behalf of the customer. Nurse had initially called on 19-feb-2020. At the time of the call, the customer felt well and did not report any symptoms. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/15/2021 and open vial date is 02/18/2020. During the call, a blood test was performed by the customer and produced e-0 using truemetrix air meter. During call back on 06-mar-2020, customer reported that she had sought medical attention since the initial call. Customer stated she had gone to the emergency room on (B)(6) 2020 because of her anemia and diabetes. Customer stated that she was not able to obtain test result with the truemetrix air meter. Customer did not receive any medication; stool and urine tests were performed and the results were clear. The doctor stated more iron was needed. Customer had only spent a few hours in the emergency room before being discharged. Customer will follow up with her primary care doctor. Customer stated that she had performed two blood glucose tests with the truemetrix air meter and had obtained 55 mg/dl and 62 mg/dl. Customer stated that she was not concerned with the results.